Manufacturer narrative:
Article citation: kilic, berkay md; ilhan, burak md,. Feasibility of single-stage direct-to-implant subpectoral breast reconstruction following neoadjuvant chemotherapy for locally advanced breast cancer. Medicine 105(5):p e47123, january 30, 2026. / doi: 10.1097/md.0000000000047123. Additional author contact: (B)(6). The events of ischemia, impaired healing, migration, bacterial infection, unspecified infection, necrosis, capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: ischemia, impaired healing, migration, bacterial infection, unspecified infection, necrosis, capsular contracture, hematoma and seroma.

Event description:
Literature review titled "feasibility of single-stage direct-to-implant subpectoral breast reconstruction following neoadjuvant chemotherapy for locally advanced breast cancer¿ reported "complications including infection, seroma, hematoma, partial necrosis or ischemia, capsular contracture baker grade unknown, rippling, prosthesis displacement/loss, wound healing complications, implant loss, and animation deformity". This study involved 297 patients undergoing breast reconstruction with silicone breast implants. This record is for the unknown side. Device status unknown.